Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient's bladder isn't emptying completely. They changed sides the day before to see if that would help and it has a bit. At the start of the evaluation, the healthcare provider (hcp) advised them to change sides to see which side works better. No device issue and no further patient complications have been reported as a result of this event.